Manufacturer narrative:
(B)(4): physio-control determined the cause for the malfunction to be a broken solder joint for the a pcb-mounted jack connector, designator j9, on the digital pcb assembly.a replacement device was provided to the customer.

Event description:
During an incoming inspection, the customer biomed reported that the device display was too dim to be readable. Physio-control evaluated the device and found that the device backlight was non-functional and it¿s display unreadable with normal lighting. There was no patient use associated with the event.